Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A consumer reported blurry vision after cataract surgery with an intraocular lens (iol) implantation. The patient was told it will take 90 days to fully heal. Approximately 3 months later, after not having clear sight a yag procedure was performed. The vision is still cloudy and now the patient is experiencing halos at night which the patient did not have before. Approximately 3 weeks after the yag the patient was told that there was nothing further they could do and this was as good as it would get. According to the consumer, the vision now is no better than before the surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported issues. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).